Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. It was confirmed that the event happened during a planned treatment procedure which was completed with a wired footswitch. On investigation, the philips service engineer found that the antenna in the wireless footswitch was not properly connected. The antenna was re-connected and the system returned to full functionality. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. The wifi indicator remained red and the wireless footswitch could not connect to the base station. The elective procedure was completed by using the wired footswitch. No patient harm has been reported. Philips has started an investigation of this complaint.